Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the plastic casing on the junction box has blown out. The dealer stated that the facility had to clear the room because the bed started smoking.